Event description:
This is the same event and the same pt reported under MDR ID # 2939859-1999-00205 (collagen corp). This is the first MDR submitted for the first suspect product. A physician reported a pt who was double skin tested on 6/10/1999 and on 7/5/1990, (right and left forearms), both with negative results. In 1999, the pt was treated with two formulations of product in the upper vermilion border, nasolabial folds and the oral commisures. Two days later, the pt called to complain that her upper lip was very swolen and "puffy." By the time the pt was seen (exact date not available), the swelling had diminished; however, the physician noted welts in the upper nasolabial folds. The right forearm test site was red and swollen. The oral commisures were asymptomatic. The physician diagnosed hypersensitivity and prescribed oral benadryl. The pt's condition is being monitored.